Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the essure device/perforation (fallopian tube(s)/ malposition of essure device/ punctured fallopian tube"), uterine perforation ("perforation of the uterus/perforation (uterus)") and genital haemorrhage ("abnormal bleeding (general), bright red bleeding") in a 36-year-old female patient who had essure (batch no. Cs0002f, c22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on the right side, the lateral end of the device is coiled back upon itself, coil was twisted inside the tube". The patient's concurrent conditions included body mass index normal, menses irregular and migraine (on and off) since 1990. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month 5 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss, a bald spot where there are literally no hair follicles there"), headache ("headaches"), the first episode of fatigue ("fatigue"), anxiety ("anxiety"), vision blurred ("blurred vision"), abdominal distension ("severe bloating, look like I'm 4 months pregnant"), migraine ("migraines"), nausea ("nausea") and diarrhoea ("diarrhea"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain lower ("severe cramping"), fallopian tube spasm ("complication of device insertion in right tube due to tubal spasm"), complication of device insertion ("device insertion failed in right tube due to tubal spasm"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), light spotting"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain, only hurt now when getting up, like a definite pinch, get shooting pains every once in a while too"), the second episode of fatigue ("fatigue"), type IV hypersensitivity reaction ("complete segment of fallopian tube focally showing luminal foreign body giant cell reaction and necrosis"), fallopian tube necrosis ("complete segment of fallopian tube focally showing luminal foreign body giant cell reaction and necrosis"), scar ("scar tissue"), flank pain ("stabbing pain in my side, right sided shooting pains"), rash ("massive breakouts on my neck, mysterious rah on my outer leg"), adnexa uteri pain ("pain in my side by my right ovary"), irritable bowel syndrome ("ibs issues"), hot flush ("hot flashes"), neck pain ("neck pain is increasing and persistent"), arthralgia ("feel my hips locking up, and they are painful, joints are hurting, knees are also feeling really locked up and painful"), pain in extremity ("my arms are hurting"), ovarian cyst ("ovarian cyst"), pelvic congestion ("congestive pelvic syndrome") and hormone level abnormal ("hormonal issues"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure device) and surgery (underwent bilateral salpingectomy to remove the essure device, left (B)(6) 2015 and right: (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, abdominal pain, alopecia, headache, anxiety, vision blurred, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, pelvic pain, weight increased, the last episode of fatigue and diarrhoea had resolved, the menstrual disorder and abdominal pain lower was resolving and the fallopian tube spasm, complication of device insertion, type IV hypersensitivity reaction, fallopian tube necrosis, scar, flank pain, rash, adnexa uteri pain, irritable bowel syndrome, hot flush, neck pain, arthralgia, pain in extremity, ovarian cyst, pelvic congestion and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, arthralgia, complication of device insertion, diarrhoea, dysmenorrhoea, fallopian tube necrosis, fallopian tube perforation, fallopian tube spasm, flank pain, genital haemorrhage, headache, hormone level abnormal, hot flush, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, neck pain, ovarian cyst, pain in extremity, pelvic congestion, pelvic pain, rash, scar, type IV hypersensitivity reaction, uterine perforation, vaginal haemorrhage, vision blurred, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff was implanted with the essure device in her left fallopian tube, the essure device could not be inserted into plaintiff's right fallopian tube due to tubal spasms. On or about (B)(6) 2015, plaintiff was successfully implanted with the essure device in her right fallopian tube. Plaintiff suffered a painful post-operative recovery, since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion of fallopian tubes ultrasound scan - on an unknown date: no ovarian cyts there at all on (B)(6) 2015, transabdominal endovaginal pelvic ultrasound showed, 1. Bilateral essure devices are present, resulting in bilateral tubal occlusion. 2. The lateral end of the right-sided essure device curves back upon itself. On (B)(6) 2015, hysterasalpingogarn test showed, that the medial ends of the essure devices are appropriately positioned near the uterine cornea bilaterally. The medial end of the left-sided essure device is likely at the isthmus segment of the tube. Most recent follow-up information incorporated above includes: on 7-jun-2018: new reporters, event complication of device insertion updated to fallopian tube spasm and events type IV hypersensitivity reaction, necrosis, scar, flank pain, rash, adnexa uteri pain, irritable bowel syndrome, hot flush, neck pain, arthralgia, pain in extremity, ovarian cyst, pelvic congestion syndrome and hormone level abnormal added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the essure device/perforation (fallopian tube(s)") and uterine perforation ("perforation of the uterus/perforation (uterus)") in a 36-year-old female patient who had essure (batch no. Cs0002f, c22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on the right side, the lateral end of the device is coiled back upon itself". The patient's concurrent conditions included body mass index normal. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month 5 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced vision blurred ("blurred vision"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), headache ("headaches"), anxiety ("anxiety"), abdominal distension ("severe bloating"), migraine ("migraines"), nausea ("nausea") and diarrhoea ("diarrhea"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain lower ("severe cramping"), the first episode of fatigue ("fatigue"), the first episode of complication of device insertion ("complication of device insertion in right tube due to tubal spasm"), the second episode of complication of device insertion ("device insertion failed in right tube due to tubal spasm"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain") and the second episode of fatigue ("fatigue"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure device, left (B)(6) 2015 and right: (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, abdominal pain lower, alopecia, headache, anxiety, vision blurred and abdominal distension was resolving, the last episode of complication of device insertion outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, pelvic pain, weight increased, the last episode of fatigue and diarrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, diarrhoea, dysmenorrhoea, fallopian tube perforation, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage, vision blurred, weight increased, the first episode of complication of device insertion, the first episode of fatigue, the second episode of complication of device insertion and the second episode of fatigue to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff was implanted with the essure device in her left fallopian tube, the essure device could not be inserted into plaintiff's right fallopian tube due to tubal spasms. On or about (B)(6) 2015, plaintiff was successfully implanted with the essure device in her right fallopian tube. Plaintiff suffered a painful post-operative recovery, since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events added- abnormal bleeding (vaginal, menorrhagia), migraines, nausea, dysmenorrhea (cramping), pain, weight gain, fatigue, diarrhea and on the right side, the lateral end of the device is coiled back upon itself. Event verbatim was updated as migration of the essure device/perforation (fallopian tube(s) and pt was updated as fallopian tube perforation. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the essure device/perforation (fallopian tube(s)/ malposition of essure device/ punctured fallopian tube"), uterine perforation ("perforation of the uterus/perforation (uterus)") and genital haemorrhage ("abnormal bleeding (general), bright red bleeding") in a 36-year-old female patient who had essure (batch no. Cs0002f/ c22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on the right side, the lateral end of the device is coiled back upon itself, coil was twisted inside the tube". The patient's concurrent conditions included body mass index normal, menses irregular and migraine (on and off) since 1990. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month 5 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss, a bald spot where there are literally no hair follicles there"), headache ("headaches"), the first episode of fatigue ("fatigue"), anxiety ("anxiety"), vision blurred ("blurred vision"), abdominal distension ("severe bloating, look like I'm 4 months pregnant"), migraine ("migraines"), nausea ("nausea") and diarrhoea ("diarrhea"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain lower ("severe cramping"), fallopian tube spasm ("complication of device insertion in right tube due to tubal spasm"), complication of device insertion ("device insertion failed in right tube due to tubal spasm"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), light spotting"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain, only hurt now when getting up, like a definite pinch, get shooting pains every once in a while too"), the second episode of fatigue ("fatigue"), type IV hypersensitivity reaction ("complete segment of fallopian tube focally showing luminal foreign body giant cell reaction"), fallopian tube necrosis ("complete segment of fallopian tube focally showing necrosis"), scar ("scar tissue"), flank pain ("stabbing pain in my side, right sided shooting pains"), rash ("massive breakouts on my neck, mysterious rah on my outer leg"), adnexa uteri pain ("pain in my side by my right ovary"), irritable bowel syndrome ("ibs issues"), hot flush ("hot flashes"), neck pain ("neck pain is increasing and persistent"), arthralgia ("feel my hips locking up, and they are painful, joints are hurting, knees are also feeling really locked up and painful"), pain in extremity ("my arms are hurting"), ovarian cyst ("ovarian cyst"), pelvic congestion ("congestive pelvic syndrome") and hormone level abnormal ("hormonal issues"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure device) and surgery (underwent bilateral salpingectomy to remove the essure device, left (B)(6) 2015 and right: (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, abdominal pain, alopecia, headache, anxiety, vision blurred, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, pelvic pain, weight increased, the last episode of fatigue and diarrhoea had resolved, the menstrual disorder and abdominal pain lower was resolving and the fallopian tube spasm, complication of device insertion, type IV hypersensitivity reaction, fallopian tube necrosis, scar, flank pain, rash, adnexa uteri pain, irritable bowel syndrome, hot flush, neck pain, arthralgia, pain in extremity, ovarian cyst, pelvic congestion and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, arthralgia, complication of device insertion, diarrhoea, dysmenorrhoea, fallopian tube necrosis, fallopian tube perforation, fallopian tube spasm, flank pain, genital haemorrhage, headache, hormone level abnormal, hot flush, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, neck pain, ovarian cyst, pain in extremity, pelvic congestion, pelvic pain, rash, scar, type IV hypersensitivity reaction, uterine perforation, vaginal haemorrhage, vision blurred, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff was implanted with the essure device in her left fallopian tube, the essure device could not be inserted into plaintiff's right fallopian tube due to tubal spasms. On or about (B)(6) 2015, plaintiff was successfully implanted with the essure device in her right fallopian tube. Plaintiff suffered a painful post-operative recovery, since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion of fallopian tubes ultrasound scan - on an unknown date: no ovarian cyts there at all on (B)(6) 2015, transabdominal endovaginal pelvic ultrasound showed, 1. Bilateral essure devices are present, resulting in bilateral tubal occlusion. 2. The lateral end of the right-sided essure device curves back upon itself. On (B)(6) 2015, hysterasalpingogarn test showed, that the medial ends of the essure devices are appropriately positioned near the uterine cornea bilaterally. The medial end of the left-sided essure device is likely at the isthmus segment of the tube . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device/perforation (fallopian tube(s)/ malposition of essure device/ punctured fallopian tube') and uterine perforation ('perforation of the uterus/perforation (uterus)') in a 36-year-old female patient who had essure (batch no. Cs0002f/ c22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on the right side, the lateral end of the device is coiled back upon itself, coil was twisted inside the tube". The patient's concurrent conditions included migraine (on and off) since 1990, body mass index normal and menses irregular. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 5 days after insertion of essure. In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general), bright red bleeding"), alopecia ("hair loss, a bald spot where there are literally no hair follicles there"), headache ("headaches"), fatigue ("fatigue"), anxiety ("anxiety"), vision blurred ("blurred vision"), abdominal distension ("severe bloating, look like I'm 4 months pregnant"), migraine ("migraines"), nausea ("nausea") and diarrhoea ("diarrhea"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain lower ("severe cramping"), fallopian tube spasm ("complication of device insertion in right tube due to tubal spasm"), complication of device insertion ("device insertion failed in right tube due to tubal spasm"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), light spotting"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain, only hurt now when getting up, like a definite pinch, get shooting pains every once in a while too"), type IV hypersensitivity reaction ("complete segment of fallopian tube focally showing luminal foreihn bodygiant cell reaction"), fallopian tube necrosis ("complete segment of fallopian tube focally showing necrosis"), scar ("scar tissue"), flank pain ("stabbing pain in my side, right sided shooting pains"), rash ("massive breakouts on my neck, mysterious rah on my outer leg"), adnexa uteri pain ("pain in my side by my right ovary"), irritable bowel syndrome ("ibs isues"), hot flush ("hot flashes"), neck pain ("neck pain is increasing and persistent"), arthralgia ("feel my hips locking up, and they are painful, joints are hurting, knees are also feeling really locked up and painful"), pain in extremity ("my arms are hurting"), ovarian cyst ("ovarian cyst"), pelvic congestion ("congestive pelvic syndrome") and sciatica ("sciatica") and was found to have hormone level abnormal ("hormonal issues"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure device and underwent bilateral salpingectomy to remove the essure device, left (B)(6) 2015 and right: (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, abdominal pain, alopecia, headache, fatigue, anxiety, vision blurred, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, pelvic pain, weight increased and diarrhoea had resolved, the menstrual disorder and abdominal pain lower was resolving and the fallopian tube spasm, complication of device insertion, type IV hypersensitivity reaction, fallopian tube necrosis, scar, flank pain, rash, adnexa uteri pain, irritable bowel syndrome, hot flush, neck pain, arthralgia, pain in extremity, ovarian cyst, pelvic congestion, hormone level abnormal and sciatica outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, arthralgia, complication of device insertion, diarrhoea, dysmenorrhoea, fallopian tube necrosis, fallopian tube perforation, fallopian tube spasm, fatigue, flank pain, genital haemorrhage, headache, hormone level abnormal, hot flush, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, neck pain, ovarian cyst, pain in extremity, pelvic congestion, pelvic pain, rash, scar, sciatica, type IV hypersensitivity reaction, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff was implanted with the essure device in her left fallopian tube, the essure device could not be inserted into plaintiff's right fallopian tube due to tubal spasms. On or about (B)(6) 2015, plaintiff was successfully implanted with the essure device in her right fallopian tube. Plaintiff suffered a painful post-operative recovery, since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: confirmed full occlusion of fallopian tubes. Ultrasound scan - on an unknown date: results: no ovarian cyts there at all. On (B)(6) 2015, transabdominal endovaginal pelvic ultrasound showed, 1. Bilateral essure devices are present, resulting in bilateral tubal occlusion. 2.the lateral end of the right-sided essure device curves back upon itself. On (B)(6) 2015, hysterasalpingogarn test showed, that the medial ends of the essure devices are appropriately positioned near the uterine cornea bilaterally. The medial end of the left-sided essure device is likely at the isthmus segment of the tube lot number: c22916 man date: 12-02-2014 exp date: 28-02-2017. Lot number: cs0002f man date: 2013-05 exp date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of product technical complaint. We received a lot number in this case.a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the essure device/perforation (fallopian tube(s)/ malposition of essure device/ punctured fallopian tube"), uterine perforation ("perforation of the uterus/perforation (uterus)") and genital haemorrhage ("abnormal bleeding (general), bright red bleeding") in a 36-year-old female patient who had essure (batch no. Cs0002f/ c22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on the right side, the lateral end of the device is coiled back upon itself, coil was twisted inside the tube". The patient's concurrent conditions included body mass index normal, menses irregular and migraine (on and off) since 1990. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 1 month 5 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss, a bald spot where there are literally no hair follicles there"), headache ("headaches"), the first episode of fatigue ("fatigue"), anxiety ("anxiety"), vision blurred ("blurred vision"), abdominal distension ("severe bloating, look like I'm 4 months pregnant"), migraine ("migraines"), nausea ("nausea") and diarrhoea ("diarrhea"). In august 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain lower ("severe cramping"), fallopian tube spasm ("complication of device insertion in right tube due to tubal spasm"), complication of device insertion ("device insertion failed in right tube due to tubal spasm"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), light spotting"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain, only hurt now when getting up, like a definite pinch, get shooting pains every once in a while too"), the second episode of fatigue ("fatigue"), type IV hypersensitivity reaction ("complete segment of fallopian tube focally showing luminal foreihn bodygiant cell reaction"), fallopian tube necrosis ("complete segment of fallopian tube focally showing necrosis"), scar ("scar tissue"), flank pain ("stabbing pain in my side, right sided shooting pains"), rash ("massive breakouts on my neck, mysterious rah on my outer leg"), adnexa uteri pain ("pain in my side by my right ovary"), irritable bowel syndrome ("ibs isues"), hot flush ("hot flashes"), neck pain ("neck pain is increasing and persistent"), arthralgia ("feel my hips locking up, and they are painful, joints are hurting, knees are also feeling really locked up and painful"), pain in extremity ("my arms are hurting"), ovarian cyst ("ovarian cyst"), pelvic congestion ("congestive pelvic syndrome") and hormone level abnormal ("hormonal issues"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure device) and surgery (underwent bilateral salpingectomy to remove the essure device, left (B)(6) 2015 and right: (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, abdominal pain, alopecia, headache, anxiety, vision blurred, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, pelvic pain, weight increased, the last episode of fatigue and diarrhoea had resolved, the menstrual disorder and abdominal pain lower was resolving and the fallopian tube spasm, complication of device insertion, type IV hypersensitivity reaction, fallopian tube necrosis, scar, flank pain, rash, adnexa uteri pain, irritable bowel syndrome, hot flush, neck pain, arthralgia, pain in extremity, ovarian cyst, pelvic congestion and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, arthralgia, complication of device insertion, diarrhoea, dysmenorrhoea, fallopian tube necrosis, fallopian tube perforation, fallopian tube spasm, flank pain, genital haemorrhage, headache, hormone level abnormal, hot flush, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, neck pain, ovarian cyst, pain in extremity, pelvic congestion, pelvic pain, rash, scar, type IV hypersensitivity reaction, uterine perforation, vaginal haemorrhage, vision blurred, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff was implanted with the essure device in her left fallopian tube, the essure device could not be inserted into plaintiff's right fallopian tube due to tubal spasms. On or about (B)(6) 2015, plaintiff was successfully implanted with the essure device in her right fallopian tube. Plaintiff suffered a painful post-operative recovery, since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on 9-sep-2015: confirmed full occlusion of fallopian tubes ultrasound scan - on an unknown date: no ovarian cyts there at all on 02-sep-2015, transabdominal endovaginal pelvic ultrasound showed, 1. Bilateral essure devices are present, resulting in bilateral tubal occlusion. 2.the lateral end of the right-sided essure device curves back upon itself. On (B)(6) 2015, hysterasalpingogarn test showed, that the medial ends of the essure devices are appropriately positioned near the uterine cornea bilaterally. The medial end of the left-sided essure device is likely at the isthmus segment of the tube. Lot number: c22916 man date: 12-02-2014 exp date: 28-02-2017. Lot number: cs0002f man date: 2013-05 exp date: 2016-05 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc ( product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the essure device/perforation (fallopian tube(s)/ malposition of essure device"), uterine perforation ("perforation of the uterus/perforation (uterus)") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure (batch no. Cs0002f, c22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on the right side, the lateral end of the device is coiled back upon itself". The patient's concurrent conditions included body mass index normal, menses irregular and migraine (on and off) since 1990. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), headache ("headaches"), the first episode of fatigue ("fatigue"), anxiety ("anxiety"), vision blurred ("blurred vision"), abdominal distension ("severe bloating"), migraine ("migraines"), nausea ("nausea"), diarrhoea ("diarrhea") and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain lower ("severe cramping"), the first episode of complication of device insertion ("complication of device insertion in right tube due to tubal spasm"), the second episode of complication of device insertion ("device insertion failed in right tube due to tubal spasm"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain") and the second episode of fatigue ("fatigue"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure device) and surgery (underwent bilateral salpingectomy to remove the essure device, left (B)(6) 2015 and right: (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, alopecia, headache, anxiety, vision blurred, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, pelvic pain, weight increased, the last episode of fatigue, diarrhoea and genital haemorrhage had resolved, the menstrual disorder and abdominal pain lower was resolving and the last episode of complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, diarrhoea, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage, vision blurred, weight increased, the first episode of complication of device insertion, the first episode of fatigue, the second episode of complication of device insertion and the second episode of fatigue to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff was implanted with the essure device in her left fallopian tube, the essure device could not be inserted into plaintiff's right fallopian tube due to tubal spasms. On or about (B)(6) 2015, plaintiff was successfully implanted with the essure device in her right fallopian tube. Plaintiff suffered a painful post-operative recovery, since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion of fallopian tubes on (B)(6) 2015, transabdominal endovaginal pelvic ultrasound showed, 1. Bilateral essure devices are present, resulting in bilateral tubal occlusion. 2.the lateral end of the right-sided essure device curves back upon itself. On (B)(6) 2015, hysterasalpingogarn test showed, that the medial ends of the essure devices are appropriately positioned near the uterine cornea bilaterally. The medial end of the left-sided essure device is likely at the isthmus segment of the tube. Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet received. Patient¿s relevant history updated. Event genital haemorrhage was newly added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device/perforation (fallopian tube(s)/ malposition of essure device/ punctured fallopian tube') and uterine perforation ('perforation of the uterus/perforation (uterus)') in a 36-year-old female patient who had essure (batch no. Cs0002f/ c22916) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on the right side, the lateral end of the device is coiled back upon itself, coil was twisted inside the tube". The patient's concurrent conditions included migraine (on and off) since 1990, body mass index normal and menses irregular. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 5 days after insertion of essure. In (B)(6) 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general), bright red bleeding"), alopecia ("hair loss, a bald spot where there are literally no hair follicles there"), headache ("headaches"), fatigue ("fatigue"), anxiety ("anxiety"), vision blurred ("blurred vision"), abdominal distension ("severe bloating, look like I'm 4 months pregnant"), migraine ("migraines"), nausea ("nausea") and diarrhoea ("diarrhea"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain lower ("severe cramping"), fallopian tube spasm ("complication of device insertion in right tube due to tubal spasm"), complication of device insertion ("device insertion failed in right tube due to tubal spasm"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), light spotting"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("pain, only hurt now when getting up, like a definite pinch, get shooting pains every once in a while too"), type IV hypersensitivity reaction ("complete segment of fallopian tube focally showing luminal foreihn bodygiant cell reaction"), fallopian tube necrosis ("complete segment of fallopian tube focally showing necrosis"), scar ("scar tissue"), flank pain ("stabbing pain in my side, right sided shooting pains"), rash ("massive breakouts on my neck, mysterious rah on my outer leg"), adnexa uteri pain ("pain in my side by my right ovary"), irritable bowel syndrome ("ibs isues"), hot flush ("hot flashes"), neck pain ("neck pain is increasing and persistent"), arthralgia ("feel my hips locking up, and they are painful, joints are hurting, knees are also feeling really locked up and painful"), pain in extremity ("my arms are hurting"), ovarian cyst ("ovarian cyst"), pelvic congestion ("congestive pelvic syndrome") and sciatica ("sciatica") and was found to have hormone level abnormal ("hormonal issues"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure device and underwent bilateral salpingectomy to remove the essure device, left (B)(6) 2015 and right: (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, abdominal pain, alopecia, headache, fatigue, anxiety, vision blurred, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, nausea, dysmenorrhoea, pelvic pain, weight increased and diarrhoea had resolved, the menstrual disorder and abdominal pain lower was resolving and the fallopian tube spasm, complication of device insertion, type IV hypersensitivity reaction, fallopian tube necrosis, scar, flank pain, rash, adnexa uteri pain, irritable bowel syndrome, hot flush, neck pain, arthralgia, pain in extremity, ovarian cyst, pelvic congestion, hormone level abnormal and sciatica outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, arthralgia, complication of device insertion, diarrhoea, dysmenorrhoea, fallopian tube necrosis, fallopian tube perforation, fallopian tube spasm, fatigue, flank pain, genital haemorrhage, headache, hormone level abnormal, hot flush, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, neck pain, ovarian cyst, pain in extremity, pelvic congestion, pelvic pain, rash, scar, sciatica, type IV hypersensitivity reaction, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff was implanted with the essure device in her left fallopian tube, the essure device could not be inserted into plaintiff's right fallopian tube due to tubal spasms. On or about (B)(6) 2015, plaintiff was successfully implanted with the essure device in her right fallopian tube. Plaintiff suffered a painful post-operative recovery, since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2015: results: confirmed full occlusion of fallopian tubes. Ultrasound scan - on an unknown date: results: no ovarian cyts there at all. On (B)(6) 2015, transabdominal endovaginal pelvic ultrasound showed, 1. Bilateral essure devices are present, resulting in bilateral tubal occlusion. 2.the lateral end of the right-sided essure device curves back upon itself. On (B)(6) 2015, hysterasalpingogarn test showed, that the medial ends of the essure devices are appropriately positioned near the uterine cornea bilaterally. The medial end of the left-sided essure device is likely at the isthmus segment of the tube lot number: c22916 man date: 12-02-2014 exp date: 28-02-2017 lot number: cs0002f man date: 2013-05 exp date: 2016-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event added: "sciatica", new reporter added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and uterine perforation ("perforation of the uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), headache ("headaches"), fatigue ("fatigue"), anxiety ("anxiety"), vision blurred ("blurred vision"), abdominal distension ("severe bloating"), the first episode of complication of device insertion ("complication of device insertion in right tube due to tubal spasm") and the second episode of complication of device insertion ("device insertion failed in right tube due to tubal spasm"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure device) and surgery (underwent bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, menstrual disorder, abdominal pain lower, alopecia, headache, fatigue, anxiety, vision blurred and abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, device dislocation, fatigue, headache, menstrual disorder, uterine perforation, vision blurred, the first episode of complication of device insertion and the second episode of complication of device insertion to be related to essure. The reporter commented: on or about (B)(6) 2015, plaintiff was implanted with the essure device in her left fallopian tube, the essure device could not be inserted into plaintiff's right fallopian tube due to tubal spasms. On or about (B)(6) 2015, plaintiff was successfully implanted with the essure device in her right fallopian tube. Plaintiff suffered a painful post-operative recovery, since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.